Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when injecting sterile water, sterile water leaked from somewhere in the foley catheter. Per follow up information received via ibc on 28mar2025, customer confirmed that patient involvement.

Event description:
It was reported that when injecting sterile water, sterile water leaked from somewhere in the foley catheter. Per follow up information received via ibc on 28mar2025, customer confirmed that patient involvement.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.